Event description:
It was reported that the handpiece was broken and does not work. The caller inspected the handpiece and it physically looks okay. There were no details available. The customer reported there was no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.